Event description:
Complainant alleged that during routine testing, the device displayed an "error 42" message in any mode during power up and that the device would not charge while in defib mode. There was no pt involvement during the reported malfunction.